Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. No code available was used to represent surgical intervention. Concomitant products: carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smart touch sf bidirectional catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure while going epicardial, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis and pericardial window were performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Many ablation points performed was cited as a factor that might have contributed to the event. Biosense webster does not recommend the use of its devices in the epicardial space. Transseptal puncture was not performed. The patient received anticoagulant (unspecified) during the procedure. The stsf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. The force visualization feature used was dashboard. Visitag module was not used.